Event description:
The customer reported that during an rf ablation procedure, a warning error alerted the user with the message "high energy detected on return electrode". A check of the return electrode placement was performed and the rfa cycle was resumed. Upon post-procedure imaging with CT, the ablation zone was measured to be more than the usual ablation zone size. This incident of a larger ablation zone resulted in an extended hospitalization for the pt. No medical intervention was required.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.